Event description:
The customer reported obtained a 167mg/dl on the accu-chek compact system in comparison to the lab result of 76mg/dl. The results were obtained within a ten min timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.